Event description:
Additional information: the event was resolved on (B)(6) 2019.

Manufacturer narrative:
Additional information: the manufacturer is closing the file on this event.

Event description:
Additional information: CT of the chest/abdomen/pelvis showed increased subcutaneous fat stranding about the superficial driveline which is consistent with driveline infection. The patient was started on vancomycin which stopped on (B)(6) 2019. On (B)(6) 2019, cefepime was also given and was stopped on (B)(6) 2019. The patient was discharged on 18jun2019 with ceftriaxone.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized due to driveline infection. The patient was tested positive for (B)(6), and was given ceftriaxone which will continue for 4-6 weeks.